Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the left ventricular lead had dislodged, there was no-capture and thresholds were unmeasureable. The lead was capped and not replaced. No patient complications have been reported as a result of this event.